Event description:
Info rec'd reports that the pt complains of a lack of stimulation sensation for the last three days. The lights on the pt programmer appears to be functioning, but the pt is unable to feel stimulation. There is no known accident or incident related to this complaint. Additional info has been requested and if rec'd a follow-up report will be sent.

Manufacturer narrative:
(B)(4).